Manufacturer narrative:
(B)(4).

Event description:
It was reported that there were no end of life alerts. The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and passed. A pairing test was performed and passed. A review of the bin file was performed and no end of life alerts was not found. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there were no end of life alerts. Product has been received but is pending evaluation. A follow up report will be submitted upon completion.